Event description:
Pt opened a sealed bottle of alcon opti-free express (contact lens solution), to soak their contact lens overnight (2003). The following morning pt started to place the contact lens in their right eye and noticed a strong burning sensation, they immediately removed it from their eye, and sought medical attention. Pt was reportedly seen by a physicians assistant who reported that pt sustained a 50% shallow burn to the cornea of their right eye. The hospital lab tested the ph of the contact lens solution and found that it had a ph of 7.77.